Event description:
In 2009, the lay-user/patient contacted lifescan (lfs) alleging that the one touch ping meter does not turn on. A no response letter was sent to the pt. This complaint is classified according to the documentation of the customer care advocate. The pt manages her diabetes with self-adjusting insulin. The power issue began about one month prior in the evening time. The pt did not take any action in regards to diabetes management at the time of concern. Reportedly, "a few hours later." The pt developed symptoms described as "high blood sugar, headache , drowsiness, and frequent urination." The pt did not receive any treatment. It is not known if the pt was able to obtain her blood glucose readings on any backup devices at the time of concern. It would have been helpful to know the time difference between the onset of the power issue and the development of the reported symptoms, the pt's diabetes medication regimen and testing frequency, the duration of the symptoms, what treatment did the pt receive in order for the symptoms to abate, could the symptoms have been prevented, was the pt's diabetes medication changed immediately before or sometime after the aforementioned symptoms and the events leading up to the pt's reported symptoms such as blood glucose readings, diabetes medication intake, food intake, and physical activities. During troubleshooting, the customer care advocate verified that based on the information, the battery does not need to be replaced, there was no product misused, and the meter did not power on with the power button and with the test strip inserted. This complaint is being reported because the pt claimed she had symptoms that can be associated with hyperglycemia after the power issue began. Replacement products were sent to the pt.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them, and inform FDA of product(s) that do not pass inspection in a supplemental report.